Manufacturer narrative:
Concomitant medical products: product ID: dtmb1q1 crt-d, implanted: (B)(6) 2017; product ID: 429888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range low pacing impedance. It was noted that the pacing impedance was chronically low. The lead remains in use. No patient complications have been reported as a result of this event.